Manufacturer narrative:
Based on the clinical assessment performed a type 1a endoleak was identified. No procedure related harms could be determined. The final patient disposition was not reported. No contributing factors were identified for the type ia endoleak. The devices remain implanted in the patient and will not be returned; therefore, device evaluation will not be completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
The patient was initially implanted with an ovation device to treat an aneurysm. Approximately 32 months post procedure a re-intervention was completed. Based on clinical assessment completed by endologix, a type 1a endoleak was identified that was not initially reported.